Manufacturer narrative:
The wearable questionnaire was reviewed. Potential causes of the reported issue are patient allergy and patient contraindicating conditions. The cause of the reported issue is unknown. Therefore, conclusion has been selected as no problem/fault found. Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in wearable. Wearable rates remain acceptably low; thus, CAPA is not required. Wearable rates will continue to be tracked and trended.

Event description:
The patient reported a blister forming underneath the wearable for their device. Antibiotics were not prescribed. The patient is using the wearable again and the blister has resolved.